Event description:
It was reported that the strain relief sleeve of the catheter was broken and drug was pooling at the spinal site. The problem was confirmed by dye study intraoperatively. The patient's drug dose was adjusted and the catheter connection site was repaired with catheter accessory (B)(4). The catheter was cleared and re-primed. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter model 8711, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter model 8590-1, lot# n271739, implanted: 2010 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: in regards to the event it was stated that a catheter dislodgement/migration - disconnect (at the distal catheter segment) was identified via a dye study that was done on (B)(6) 2012. Symptoms included ineffective therapy. Following the partial catheter revision on (B)(6) 2012 patient recovered without sequel and was now doing well under the care of her itb managing physician.